Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contribute to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During the second final arm angle assessment, the clip reopened to 160 degrees. Troubleshooting attempts were made by closing the clip and reassessing the final arm angle, however, the clip reopened again to 160 degrees. The clip was inverted and retracted to the left atrium (la); once the clip was closed, the final arm angle was successful. The leaflets were grasped again, however, the clip opened once again while establishing final arm angle (efaa). The clip delivery system (cds) was removed and replaced with another cds, thereby successfully reducing the mr to less than 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.